Event description:
A customer observed erroneous test results on a patient sample tested on the vitros 950 analyzer. Biased results were not reported to the physician. Erroneous results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.